Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported that, the fiber was inserted into the endoscope and an operation was attempted, but the light from the aim beam was scattered and the field of view could not be secured at all. The fiber was forward firing. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, the fiber was inserted into the endoscope and an operation was attempted, but the light from the aim was scattered and the field of view could not be secured at all. The fiber was forward firing. The fiber was replaced and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
B3 date of event: approximated. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis did not reveal any anomaly with the returned fiber. The metal cap did not exhibit any signs of charred debris on its surface. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aiming beam was present at the output window, as intended. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and rotated the fiber, as intended. The fiber connector passed the connector segment verification test indicating there were no connection issues. Based on analysis results, the reported clinical observation was not confirmed. A conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.